Event description:
Pt was being transferred with the pt lift, from chair to bed. The sling ripped at a point beyond the seam on one of the bar sections. The pt fell to the floor, complained of right hip pain, and was transferred by 911 to the hosp. Diagnosis: fracture right femur, surgical repair right femur with rod insertion. The lift slings in circulation were gathered and observed for possible weak spots. All slings of questionable durability were disposed of and are being replaced with new slings. The staff was inserviced on careful inspection of the slings prior to using. All slings were numbered and will be inspected every month.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: expected wear/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.